Event description:
It was reported that there was a revision of a gmrs distal femur. All poly tibia components exchanged..

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding an incorrect selection involving a mrh long xover component was reported. The sales rep reported that the incorrect component was given to the nurse. The surgeon wanted a 61842100, mrh rotating tibial component. The sales assistant passed a 64812103, mrh long xover, to the nurse and the surgeon implanted it. Revision surgery took place to exchange the 64812103 with a 64812100 and the remaining reported devices were replaced as part of this course. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time.

Event description:
It was reported that there was a revision of a gmrs distal femur. All poly tibia components exchanged. .